Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist stated that the customer would follow up with the impacted user directly and noted that the issue did not affect multiple users. Based on this, the customer proceeded to close the case.

Event description:
It was reported by the customer that a bd pyxis¿ es server user cannot login to station using bioid scanner. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.